Event description:
It was reported that the atrial lead perforated through the pericardium. The lead was explanted and replaced. It was further reported that at the lead replacement procedure, the device showed significant differences in the sensing measurements compared to the analyzer. The measured values of the analyzer after multiple measurements and repositioning of the lead was always between 12-20 mv and the device was always between 2.3-2.6 mv. The physician believed the measurement problem was in the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: we did receive performance data collected from the device and have analyzed the data. No anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analysis found no anomalies.